Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a rash on her upper back, under her breast, and on her upper chest. The patient described the rash as a heat rash. The patient is also allergic to nickel. The patient's physician advised the patient to use an ointment/hydrocortisone cream. Follow-up indicated that the rash had improved after using the cream.